Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber automatically stopped working after 100,000 joules of use. The fiber was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the during the procedure, the fiber automatically stopped working after 100,000 joules of use. The fiber was broken. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.